Event description:
On (B)(6) 2012, the pt was treated with three conformable gore tag thoracic endoprostheses for a thoracic aortic aneurysm with possible dissections. The devices were implanted with a 24 fr gore dryseal sheath. The devices were implanted and landed as intended. The aneurysm was excluded. At the end of the procedure, the gore dryseal sheath was withdrawn and the pt coded. There was no rupture to the iliac area. The pt expired. Blood was pooled in the upper right quadrant of the chest. Cause of death could not be provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in pts with acute and chronic dissections. Potential device or procedure related adverse events include death.